Manufacturer narrative:
The event occurred in china. It was reported that ¿head error¿ occurred on brand new rotaflow console after changing the rotaflow drive. Head error appeared after adjusting the speed. The device works normally after shutting down and restarting. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6) on 2021-06-26 and was able to confirm the reported "head error". According to the technician "the doctor changed the rotaflow drive and the error message occurred. The device works normally after shutting down and restarting. The head error was caused by the user. The rotaflow console is back in use. The most probable root cause could be determined as a user error. The device history record (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on the investigation results the reported "head error" could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that ¿head error¿ occurred on rotaflow console after changing the couplant. Head error appeared after adjusting the speed. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).